Event description:
This female patient with a history of previous coronary intervention (pci) to a non-target vessel, hypertension, hyperlipidemia, and smoking (past) was admitted for coronary evaluation due to silent ischemia evidenced on exercise stress test. The patient was currently taking aspirin, plavix, statins, and ace inhibitors. Baseline lab values and vital signs revealed mild systolic hypertension (150/74 mmhg). All other values were within normal limits. Angiography revealed a 90%, 10mm, de novo smooth, eccentric, b1 type lesion in the first diagonal branch. The vessel was described as 2.0mm in diameter with no tortuosity. Aspirin, reopro and heparin were administered. Clotting times were not measured. The lesion was predilated with a 2.0 x 10mm balloon inflated to 14 measured. The lesion was predilated with a 2.0 x 10mm balloon inflated to 14 atms. A 2.25 x 13mm cypher select stent was deployed to 14 atms with satisfactory results. The stent was not post dilated. An add'l lesion was noted in the mid left anterior descending artery (lad). This was described as a 60%, 28mm, de novo, smooth, eccentric, c type stenosis. The vessel was described as 3.0mm in diameter with no tortuosity. This lesion was pre-dilated with a 2.5 x 15mm balloon inflated to 18 atms. A 3.0 x 23mm cypher select stent was deployed to 18 atms and a 2.5 x 13mm cypher select stent was deployed to 18 atms. The stents were overlapping. The result was satisfactory and the stents were not post dilated. The residual stenosis in both the lad and the diagonal was 0%. There were no intra or post procedural complications noted. The patient was discharged the following day with orders for daily administration of aspirin, plavix, statins, lipid lowering agents and ace inhibitors.

Manufacturer narrative:
At one-month follow-up, the patient denied cardiac symptoms and was compliant with cardiac medications. Four months post procedure, the patient complained of recurrent angina. Stress testing was positive for ischemia. The patient underwent clinically driven re-angiography, which revealed severe instent restenosis of a stent in the rca (implanted prior to index procedure) and 90% restenosis in the first cypher select stent implanted in the lad (3.0 x 23mm) and the cypher select stent implanted in the diagonal (2.25 x 13mm). There was no restenosis or peri-stent restenosis of the second stent in the lad (2.5 x 13mm). The lad was treated with the placement of a 3.0 x 15mm xience stent, the rca was treated with the placement of a 3.0 x 15mm xience stent. There is no treatment indicated for the diagonal branch. At six-month follow-up, the patient had persistent anginal symptoms and was compliant with all cardiac medications. Add'l info will be submitted within 30 days of receipt. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please ref MFR report #s: 9616099-2008-00097 and -00098.